Manufacturer narrative:
An event of valve underexpansion and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a past medical history of this type of arrhythmia, and the valve was implanted at a depth of 3mm from the non-coronary cusp. No information was received regarding calcification extending beneath aortic annular plane in the interventricular septum, dimensions of the native valve, or deployment difficulties. Based on all available information, a cause for the reported event could not be conclusively determined.

Event description:
(B)(4). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient with a final implant depth of 3mm. It was noted that the valve had underexpansion. On (B)(6) 2023, ventricular bigeminy was seen on electrocardiogram. The patient developed atrial fibrillation with rapid ventricular response overnight, an exacerbation of a pre-existing condition. The patient was treated with medication (metoprolol and amiodarone). The patient is stable.